Event description:
It was reported that the patient presented to the hospital after experiencing a fall unrelated to the device. Upon interrogation the electrocardiogram revealed the patient's heart rate went from 80 beats per minute to 20 beats per minute. The right ventricular lead exhibited loss of capture and under sensing. An x-ray revealed the lead had dislodged. The lead was capped and replaced on (B)(6) 2014.

Manufacturer narrative:
UDI (di): (B)(4). Initial reporter: company representative.